Manufacturer narrative:
Follow-up #1: date of submission 09/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings: there was evidence of unexplained pump reboots observed in the black box. The battery compartment was cracked. The battery cap was not returned, so a test cap was used to complete a 24 hour duration test; there were no power interruptions duplicated during that time. The pump cover was removed and there was no evidence of moisture or damage inside.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.